Manufacturer narrative:
Based on the claim against the product by the customer noting the stapler did not calibrate, an investigation was completed to determine the cause of this reported event. The sureform 60 stapler was analyzed failure analysis was able to confirm but did not replicate the reported issue. The instrument was found to have failed during initialization. The instrument was installed on the in-house system and it failed initialization 3 out of 3 attempts. The instrument was found to have 2 staplers lodged in the I-beam window. The staples were removed, and the instrument was retested. The instrument passed initialization. The instrument clamped and fired a green reload successfully. Review of the engagement log found no engagement failures. The instrument was found to have a hi drivetrain homing failures based on log review. The instrument was found to have the I-beam jammed. During visual inspection the I-beam was unable to retract after removing the lodged staplers. A piece from the base of the I-beam fell out. Signs of corrosion were found on the instrument bearing. Thrust bearing found at the proximal end of the main tube exhibits orange discoloration.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler did not calibrate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the jaws were not stuck on tissue. There was no unexpected tissue removal. There were no clamping issues prior to firing.